Event description:
The field service engineer received a laceration to the index finger requiring sutures. The engineer was preparing to service the ultrasound unit and was injured when removing equipment parts from a parts kit.